Manufacturer narrative:
Manufacturer¿s analysis confirmed the customer comment, and noted that the power cord bay assembly latches were broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus pen of the programmer refused to calibrate properly; the stylus was off by about one-and-one-half inches from the target around the top left hand side of the remote monitor screen. Calibration software was attempted multiple times, and a new stylus was also attempted. The programmer has been returned for repair and a requested test and calibration procedure. No patient complications have been reported as a result of this event.